Event description:
Pt underwent l4-l5 laminectomy with l5-s1 discectomy for lumbar stenosis. No surgical complications were documented. Post operatively she had drops in her so2. She had awakened; however, while still on the vent, she appeared to be re-anesthetized. She was ambued from the flow meter for one-half min, without improvement. Another o2 tank was utilized and pt successfully ambued and subsequently placed on 40% o2 by face mask. O2 saturation was 92-93%. The pt's postoperative course was uneventful and she was discharged home on 3/7/96.